Event description:
It was reported to philips the device gave error code 1104 check vent backup alarm failed. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse advised the customer to swap in a known good pm pcba, and if the issue is resolved, to replace the pm pcba. If that does not resolve the issue, the customer should replace the cpu pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: the removed printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system pcba into a pil v60 standard test bed (stb) for testing. The pil tech verified that shortly after the power on button was pressed, e1104 (backup alarm failed error) generated during stb operation. The pil tech also verified that the e1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil tech induced a hardware power fail condition with the stb. During the hardware power fail condition, the light emitting diode (led) on the bezel was flashing bright red as expected, however the secondary alarm did not provide an audible tone as expected. The pil tech concluded the reason for the repeating e1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer).